Manufacturer narrative:
A (B)(6) services consultant suggested that the battery gauge may have been erroneous, if the device is unable to perform a charge time. The consultant suggested performing a memory (hex) dump to ensure appropriate battery status. The field representative did not perform the hex dump. The device was checked the following day and a beginning of life (bol) battery status was noted. This event will be reopened should further information become available.

Event description:
Boston scientific received information that the battery gauge for this implantable pacemaker (ipm) indicated that the battery was nearing its elective replacement time (ert) after three days of implant time.